Event description:
Complainant alleged that during functional testing of the device, when attempting to select an energy level the device initialized charging the energy. Complainant indicated that there was no pt involvement in the reported malfunction.